Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024, wherein the patients leads were explanted and replaced. Therapy was restored post-op.

Event description:
Related manufacturer reference number: 3006705815-2024-00522. It was reported that patient experienced ineffective therapy for low back pain. Lead diagnostics showed that one lead is non-functional due to high impedances and the other lead has one high contact. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.